Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # 0208290425, implanted: (B)(6) 2014, product type lead; product ID 3389-40, lot # 0208290924, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported the ¿patient felt an electricity feeling around the connection area between the lead and extension.¿ there was ¿no¿ patient harm, injury, or death due to the event and there were ¿no¿ actions required as a result of the event. The patient¿s device remained in use at the time of report. The event reportedly occurred post-operatively on the day of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information reported there was ¿no troubleshooting action required by the physician¿ and that the patient¿s physician thought the ¿complaints were psychological side effects.¿ it was stated the ¿physician thought the therapy was working properly.¿ the patient was reportedly ¿in touch with the physician to solve the problem.¿

Manufacturer narrative:
(B)(4).